Event description:
It was reported that the clip is not opened when loading. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1800332 was manufactured on 05/21/2018 a total of 288 pieces. Lot was released on 05/25/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and no clip in the first position of the channel. The jaw spring appeared to be disengaged from the jaws. The sample appears used as there is biological material present on the device. The bottom jaw was inspected against the specifications for the part (g00445). The height of the flag on the leg of the jaw was measured. The measurement was taken from the center of the jaw pivot to the top of the flag. It was found to be out of specification. It was measured to be .02668" while the specification for that measurement is .035" +.008"/-.003". This is a manufacturing related issue from the supplier of the purchased part. The following equipment was used: starrett vision system (teleflex equip ID 10160687) reference number: 14532 calibration date: 03/07/19 calibration due date: 03/07/20 first, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon full engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. No clip fired on the first attempt. The device was disassembled to inspect the internal components. The jaw spring was found bent. The bottom jaw was loose on the channel pivot holes. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The flag on the bottom jaw was found to be out of specification which prevented the jaw from closing properly during the loading of clips. It appears that since the jaw was out of specification, the jaw was loose in the channel which led to the jaw spring becoming disengaged. Once the jaw spring became disengaged, the jaw spring became bent upon attempts to fire the device. The flag on the bottom jaw being out of specification is a manufacturing related issue from the supplier of the purchased part. A nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is not opened when loading. There was no reported patient injury.